Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release, and no trends were noted. The device has been received at coloplast. However, the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device, or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the pump collapsed during surgery; reservoir found empty. The cylinder set with 2.5cm rtes (2 each) on left and right sides was removed. Removed the 75 cc reservoir from the left side. Device removed and replaced.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2015 and was removed and replaced on (B)(6) 2020 as the pump collapsed. During surgery the reservoir was found empty. The leak area could not be identified. A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in reservoir bladder. Testing revealed this to be a site of leakage. Microscopic examination of the separation revealed it to have a central groove, indicating contact with sharp instrumentation such as a needle. A group of uniform striations was noted on the reservoir strain relief & reservoir inlet tubing, indicating contact with unshod instrumentation. Testing revealed these to not be sites of leakage. Surface abrasion was noted on strain relief of cylinders 1 and 2 and cylinder 1 exhaust tubing. No functional abnormalities were noted with the pump or either cylinder. The information received indicated the device was assumed functional for over 4 ½ years. The report indicated the pump collapsed and the reservoir was found empty during removal, but no leakage site was identified. Because no functional abnormalities were noted with the returned components, other than instrument damage, the complaint could not be confirmed as reported. The returned components were released according to manufacturing and quality control procedures. It was concluded that the observed instrument separation in the reservoir bladder occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.